Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had a reservoir which would not fit. The blood glucose reading was over 500 mg/dl, which was able to be lowered to the 200 mg/dl range. The customer's father stated that the blood glucose reading rose again to 392 mg/dl afterward. He reported that the customer experienced diabetic ketoacidosis but was responding to backup treatment and would not require a visit to the emergency room. He stated that the customer declined to change the infusion set. Upon troubleshooting, the customer's father was able to get the reservoir into the insulin pump successfully and complete the fill tubing process. No further assistance was necessary and nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.